Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest tightness and heart palpitations. Upon device check, it was noted that the implantable pulse generator (ipg) was in operating mode. Reprogramming was attempted, but the ipg was locked, preventing the switch out of operating mode. The patient was hospitalized with severe atrial fibrillation (af) and heart discomfort. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.